Event description:
Account contact reports: clinician experienced strikethrough around the chest, abdomen, and arms of the gown. The strikethrough occurred during a blood procedure. There were no reported blood borne pathogens involved. The actual sample is not available, but a sample from the same lot will be returned.